Event description:
Event report for a medical device malfunction (cor-knot device) ref # 031082, lot # 2277968. When the cst gave the device to the surgeon, she said it was hard to press and deploy the knot, and the cor-knot was hard to remove from the tip. Device sent with the original package to supplies department.